Manufacturer narrative:
Bayer r & I service replaced the power supply (B)(4) 2013. Bayer r & I product analysis received and examined the two returned dc power cables (B)(4) 2013. The exam of the lemo connector and the adjoining wires determined that one of the wires had crossed over and shorted with another conductor to the point where the insulation of the two conductors became warm. A subsequent investigation of similar complaints concluded that when certain combinations of conductors short together at the cable end farthest from the power supply, this can create a conduction pathway that the power supply does not recognize as a short circuit. On (B)(6) 2013, bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with medrad veris mr vital signs monitors, or those provided by bayer service. These power cables are being recalled due to a latent design reliability issue and the potential for shorting which can result in heating/melting of the cable jacket.

Event description:
A bayer r & I field service rep reported the following: the customer reports veris is not charging properly.